Event description:
Allergan aesthetics received a report of a patent treated with coolsculpting on (B)(6) 2021 using coolscmit pro applicator to abdomen and fainted when stood up post coolsculpting treatment and hit head on the ground. Patient has since recovered. Though requested additional information including patient's medical history, diagnosis, event treatment and duration of event was not provided.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Vasovagal response is the body's response to triggers that over-stimulate the vagus nerve, which in terms causes vasodilatation and bradycardia. Typical triggers include pain, trauma, sudden positional change, stress, etc. It appears to be more related to the individual response. It is known that vasovagal responses are transient and resolve spontaneously within several minutes. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional data: g1 h11 - corrected data: d1

Event description:
Allergan aesthetics received report of a patent treated with coolsculpting on(B)(6)2021 using coolscmit pro applicator to abdomen and fainted when stood up post coolsculpting treatment and hit head on the ground. Patient has since recovered. Though requested additional information including patient's medical history, diagnosis, event treatment and duration of event was not provided.